Manufacturer narrative:
This report is submitted on april 05, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery on (B)(6) 2022 to excise the surrounding skin and granulation tissue was cautherized with silver nitrate. Subsequently, the patient received steroid injections on (B)(6) 2022 and (B)(6) 2023. The issue did not resolve leading to the removal of the abutment on (B)(6) 2023. The internal fixture remains.